Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction. It was reported that the patient¿s device did not help with their symptoms so they had a revision surgery on the day of the report. No further complications were reported or anticipated.